Manufacturer narrative:
A steris service technician inspected the amsco 400 sterilizer and found that valves and other internal components required replacement. While onsite the steris service technician proactively replaced other service components. The technician stated that the safety valve operated properly by opening to release steam during the time of the reported event. The steris technician ran a test cycle, confirmed the amsco 400 sterilizer was operating properly and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 400 sterilizer was "blowing steam". User facility personnel disconnected the power to the amsco 400 sterilizer and contacted steris service. The user facility stated that procedures were postponed. No report of injury.